Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly after vessel locator deployment, an attempt was made to pull back on the device and the device came out of the artery. Manual compression was applied to achieve hemostasis and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.